Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported poor image resolution was associated with challenging imaging. The reported slda was due to patient morphology/pathology. The reported unexpected medical intervention was a result of case specific circumstance as another clip was implanted to stabilize the slda clip. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat a degenerative mitral regurgitation with grade of 4 and prolapsed posterior (p3) leaflet. First clip (ntw) was implanted with no reported issue. A second clip (nt) was implanted a3/p3. Imaging was noted to be challenging. Two minutes after deployment, the clip was observed to detach from the posterior (p3) leaflet (single leaflet device attachment (slda)). A third clip was implanted to stabilize the slda clip, reducing mr to grade 3. There was no clinically significant delay in the procedure and no adverse patient sequelae.